Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient experienced abdominal pain due to hernia recurrence. Surgical intervention was performed to resolve the issue. The physician stated that the occurrence was severe in nature but not serious. The issue has since resolved.